Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information from the cardiologist were unsuccessful and it is believed the patient died out of state. Concomitant products: icf09b52 implantable pacing lead implanted: (B)(6) 2003; icf09b45 implantable pacing lead implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported the patient is deceased. Further review of the manufacturer¿s database indicated the patient died approximately six months post replacement of the implantable pulse generator (ipg). The cause of death has been requested and is not available.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.